Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. A review of images provided of the explanted device were inconclusive. Images show a mesh that appears to be folded or in two sections and there is at this time a broken or cut recoil ring. There is a tissue attached to the mesh what appears to be a section of small bowel. No operative reports were provided and as a result we have no info related to the method of placement, and removal of the device. The instructions for use for this product cautions the user to not cut or reshape the patch, to use an appropriately size patch, to ensure proper orientation of patch and the need for proper fixation of the patch. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Additionally, a manufacturing review was performed and found no discrepancy and showed that the subject lot met all lot specifications prior to release.

Event description:
The following was reported to davol per maude event report (B)(4) and info provided by the user facility: it is alleged that on (B)(6) 2003 the pt was implanted with a bard/davol composix kugel mesh. On (B)(6) 2013 the pt underwent a bowel resection to explant the mesh where it was discovered that the mesh had eroded into the bowel. It was reported that the explanting physician stated that the mesh fell apart and was embedder in the bowel in places, and required a bowel resection.